Event description:
The initial reporter received questionable troponin t stat results for one patient tested on a cobas e411 disk. The patient's initial troponin result was reported outside the laboratory. The patient had a new sample collected and tested. The customer questioned the initial troponin result and performed repeat testing with the sample. The patient's initial troponin result was <0.01 ng/ml with a data flag. The patient's troponin result with the new sample was 0.14 ng/ml. The patient's repeat troponin result with the initial sample was 0.16 ng/ml. The customer determined the repeat troponin result was correct and a corrected report was provided. The troponin reagent lot number was 57499100 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the calibration results were acceptable. The investigation found an alarm on qc level 1 on the date of the event. The investigation reviewed the alarm trace and no abnormalities were found. The field service engineer checked the liquid level detection voltage and it was high. He performed an adjustment on the liquid level detection. He replaced the measuring cell and sipper probe. He performed a blank cell calibration and precision testing with acceptable results. The customer performed calibration and qc with passing results and no alarms. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.